Manufacturer narrative:
(B)(4). Date sent: 3/28/2024; d4: batch # x96a9k. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged and the damage found compromised the device's sterility. In addition, the blister was damaged on the same area as the tyvek. The sealed was noted completed and in good condition. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device lot number x96a9k, and no non-conformances were identified.

Event description:
Sales rep reported that the product packaging came punctured so it was not sterile and they want to send it back for replacement. No patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.